Manufacturer narrative:
Cloud data for the period of 18nov2025-20nov2025 was downloaded and reviewed. Review of the cloud data showed that multiple boluses were delivered on each day, however no boluses were delivered at 07:30 on 19nov2025 or 20nov2025. It could not be conclusively determined if any boluses were attempted to be programmed and delivered on these days that were unsuccessful without android log files. The exact cause of the reported glooko-controller discrepancy could not be determined. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.4 cloud - operating system 26.0 cloud - hardware iphone14.5 cloud - cgm sensor type g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A reported was received from glooko noting a bolus allegedly delivered by the patient was not reflected on the glooko report. It was felt the device may not have delivered the programmed bolus.